Event description:
It was reported the patient had high impedance on a lead and as a result lost effective therapy. Surgical intervention took place where the lead was explanted and replaced to address the issue. Effective therapy was restored. Investigation was unable to determine which of the lead attributed to the event.

Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(4), batch: 7279702.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.